Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is no audible tone with the insulin pump. The insulin pump will return. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self-test, unexpected restart error alarm and displacement test. No failed battery test alarm, battery error alarm or audio/beep anomaly noted. Intermittent buttons response due to corroded keypad traces. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and stained end cap sticker.